Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 553 mg/dl. During troubleshooting, insulin delivered with reservoir change. It was found that insulin pump did not update with daylights savings time. Customer was assisted with setting time. Products would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.